Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2001 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was having an issue with "other message". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that in the morning of (B)(6) 2011, the subject meter allegedly displayed an "error" message but the patient could not recall which specific error message it was. The patient stated that she manages her diabetes with a combination of insulin, humalog on a sliding scale and 25 units of levemere at bedtime and that she took her usual dose of insulin on a daily basis in response to the alleged issue. Three to four days after the reported issue began, the patient claimed to have developed symptoms of "sweating" but denied receiving any medical treatment in response to the symptoms. The cca noted that the patient had used all of her strips and control solution so was unable to go through troubleshooting to resolve the reported issue. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.